Manufacturer narrative:
The insulin pump functioned properly and passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump was programmed with multiple boluses; the boluses were delivered and recorded in the bolus history and daily totals, the bolus wizard functioning properly per bolus wizard sample in in the user guide. No delivery anomaly noted. However, the insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was not delivering the insulin correctly. Customer's blood glucose was unknown. Device passed the self test. Customer wanted the device replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump passed the delivery accuracy test.